Event description:
It was reported to covidien on 6/25/2009, that a customer had an issue with gauze. The customer states that the end of the gauze frayed into the pts wound during surgery.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.